Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient had glare and halos. The lens was exchanged for a different model approximately 3 weeks after initial implantation. Additional information was requested.

Manufacturer narrative:
Corrected information was provided in a.2., a.3., b.6., b.7. And d.11. The manufacturer internal reference number is: (B)(4).